Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The reported patient effect of perforation is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. Right heart catheterization was performed and an image was taken with the hi-torque (ht) command 18 guide wire present in the artery. The patient coughed and blood was noted. It was deemed a perforation caused by the guide wire. The perforation sealed on its own. Supportive care was given which consisted of giving oxygen, suctioning and monitoring. The patient was sent for observation and admitted to the intensive care unit (ICU). The patient is currently stable. There was no clinically significant delay in the procedure. No additional information was provided.